Manufacturer narrative:
The event occurred in india during routine check. It was reported that the error message "s-stop" and ¿ER 07¿ was displayed on a hl 20 pump. Further during inspection also the error message ¿direct¿ was reported. No harm to any person has been reported. According to the service manual of the hl 20 the error message ¿s-stop¿ indicated that the stop function of the safety system is not okay. The error message: ER 07 indicated that the +5v supply voltage test failed. And ¿direct¿ indicates that the pump has turned (1/4 turn) in the wrong direction. For the error messages ¿s-stop¿ and ¿direct¿ the risk is mitigated in hl 20 risk analysis version 12 and the failure is assessed in section: risk ID h1.1.1.2.6. For the ¿ER 07¿ the risk is mitigated in hl 20 risk analysis version 12 and the failure is assessed in section: risk ID h1.1.1.1.1. The failure ¿er07¿ and ¿direct¿ can cause an unintentional pump stop. Therefore a report is required. A getinge field service technician will be sent onsite for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india during routine check. It was reported that the error message "s-stop" and ¿ER 07¿ was displayed on a hl 20 pump. Further during inspection also, the error message ¿direct¿ was reported. No harm to any person has been reported. According to the service manual of the hl 20 the error message ¿s-stop¿ indicated that the stop function of the safety system is not okay. The error message: ER 07 indicated that the +5v supply voltage test failed. And ¿direct¿ indicates that the pump has turned (1/4 turn) in the wrong direction. The failure ¿er07¿ and ¿direct¿ can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india during routine check. It was reported that the error message "s-stop" and ¿ER 07¿ was displayed on a hl 20 pump. Further during inspection also the error message ¿direct¿ was reported. No harm to any person has been reported. According to the service manual of the hl 20 the error message ¿s-stop¿ indicated that the stop function of the safety system is not okay. The error message: ER 07 indicated that the +5v supply voltage test failed. And ¿direct¿ indicates that the pump has turned (1/4 turn) in the wrong direction. A getinge field service technician (fst) was onsite for investigation on 2024-11-04. The fst found the following error messages: "s-stop", "er07" and "direct" as well es defective rubber feet and broken cover clips. The fst replaced the motorcontrol board, odu connector, rubber feet and pump cover clips. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The replaced parts were not available for further investigation at the manufacturer. However the reported error: "ER 07" can be linked to the following most probable root causes according to the hl20 risk management file: (total) fail of or too low external/internal mains power supply because of e.g.: breakdown of ac/dc line voltage (mains); (accidental) disconnection of mains (plug); wrong external supply voltage (overvoltage, undervoltage, negative voltage); power supply cannot be connected; failure of internal parts of ac/dc line voltage (e.g. Central 19v ac failure because of defect transformer. The reported error messages: "s-stop" and "direct" can be linked to the following most probable root causes according to the hl20 risk management file: (total) fail of device because of: failure of pump control board (pump stop) the review of the non-conformities has been performed on 2024-12-17 for the period of (B)(6) 2011 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-05-31. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "s-stop", "direct" and "er07" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).